Manufacturer narrative:
The investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced discomfort due to the location of their ipg. As a result, surgical intervention was taken on (B)(6) 2019 to have their ipg relocated.